Manufacturer narrative:
(B)(4). Date sent: 4/16/2020. D4: batch # t5dd5h. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage, and with an ecr60b cartridge reload loaded on the device. The cartridge reload was received fully fired. After further analysis, the articulation mechanism was noted to be damaged, as it would not hold the articulation setting. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. The event could not be confirmed, as the device opened and closed without any difficulties noted and no malformed staples were observed. It is possible that an abnormal amount of force was applied on the distal jaw, creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unknown. Reload - ecr60b (lot t40m89). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: 2 photos were received. The 1st photo shows the blue cartridge fully fired with body fluid present. The 2nd photo shows the tissue outside of the patient, with malformed staple line. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested and the following was received: did the device deliver any staples? If yes, were the staples formed properly? They did not form correctly. If yes, was the staple line complete? Not. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? The blade reversal button was activated, a shot was made and the stapler jaw was opened. If yes, did the jaws eventually open? Recovering without novelty. Is the current patient status known? None known.

Event description:
It was reported that during a sleeve surgery, subsequently, use is made in the stapling of the kit sleeve stomach which, at the time of the 3rd shot, the blue reference refill ecr60b shows that during the advance of the blade the tissue is corrugated and the staple line is opened. We proceed to use another additional refill and another stapler of the same reference contained in the kit to complete the procedure.